Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. Fse confirmed the unit is not working by doing extended self-test (est) and getting error code message of air and flow sensor difference is out of range. Fse replaced the air flow sensor and performed performance verification test on unit. Unit failed air flow accuracy test. The fse looked in service manual for possible solution to the issue and decided to replace the sensor pcb and continued with performance verification test. Unit passed electrical safety and performance verification. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit was not working. The customer reported there was no patient involvement.

Manufacturer narrative:
The air flow sensor, exhalation flow sensor and sensor board without distal pressure were returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned air flow sensor, exhalation flow sensor and sensor board without distal pressure revealed no evidence of damage or contamination. The air flow sensor, exhalation flow sensor and sensor board without distal pressure were installed in the fi test ventilator. An operational test was performed and the ventilator powered up in diagnostic mode. An extended self-test (est) was also performed and passed. No failures were generated during 3 cycles. Fi technician performed air flow accuracy test, pressure accuracy test and powered up in normal ventilation; the unit passed all tests. Fi technician run the air flow sensor, exhalation flow sensor and sensor board without distal pressure for an extended period and no faults were generated during approximately 4 hours of operation. The root cause for the reported issue could not be determined due to no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was not working. Patient involvement is unknown.